Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: one 0014m was received for evaluation. During visual inspection, a black fiber was found in the seal. The fiber exceeds specification. The complaint is confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: was the foreign matter inside the packaging blood or insect of product 0014m? => no. Further information is available. Was the stain found on the packaging of 0014am or was the stain found on the device of 0014am? =>stains were found on 0014am.

Event description:
It was reported that during an unknown procedure, a foreign matter was found inside 0014m and stains were on 0014am when the customer checked devices. Devices were not used for the patient. There were no adverse consequences to the patient. No further information is available.